Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (flattened/misshapen) for 8mm in length, a kink in the distal shaft 13 mm from the collar, shaft damage (flattened) for 6.5 cm in length and located 7.5 cm from the collar, and collar damage (flattened). Due to the damage to the tip and collar (both flattened/misshapen), the inner diameter could not be measured. Functional testing was carried out by loading a lab supplied 4.0 stented balloon catheter into the collar of the guidezilla and advancing. The stented device had difficulty loading into the collar but did advance, and the device could only advance for 13 mm (location of the shaft kink), and then stopped. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a portion of the device became peeled off during the procedure. A 6f guidezilla¿ ii guide extension catheter was selected for use during a percutaneous coronary intervention in the proximal left circumflex artery. A competitor's balloon catheter was tried to cross into this device, but it became caught when attempting to pass through the collar. When the balloon catheter was removed from the patient's body, it was noticed that there was material attached to the balloon catheter that appeared to be peeled from the inner wall inside the guidezilla. No portion of the "peeled" off portion embolized into the patient anatomy. No additional interventions were performed. The competitors balloon was unable to pass through the collar and was therefore removed due to this failure. Then, the procedure was continued and successfully completed after replacing with another device: bsc 6f long. There were no patient complications reported and the patient's status was good.